Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the pump was removed because of a "complication, or skin got burst." The explant date was not confirmed. No further complications were reported.

Manufacturer narrative:
H6: device code c53269 does not apply to this event. Code-conclusion 22 applies to the catheter and code-conclusion 67 applies to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted for erosion of the baclofen pump through their skin with drainage of purulent material from the wound. There was no evidence of systemic infection. It was noted there was pump pocket wound dehiscence and infection. The patient received vancomycin and ceftazidime after cultures were obtained during surgery. Upon opening the pocket there was a combination of purulent drainage and straw-colored serous drainage from the pump pocket. The pump was externalized and disconnected from the catheter. Upon pulling the intrathecal catheter the surgeon only got about a short piece of the intrathecal components of the catheter. There was no resistance during withdrawal of the catheter. The surgeon also managed to pull out a portion of the subcutaneous components of the catheter, leaving a small piece in the flank region. The pump and catheter segments were sent off for culture. The wound was then irrigated with copious amounts of bacitracin containing normal saline. Culture swabs were then taken from the abdominal wound pocket. The wound was revised following device explant. Bacitracin ointment was applied to the abdominal incision followed by telfa and tegaderm. The patient was then transported in stable condition. It was noted there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and manufacturer rep. It was reported that the correct explant date was (B)(6) 2016 and the physician that performed the explant was provided. It was reported that there was pump pocket wound dehiscence and infection. Upon incision into the pump pocket purulent drainage and "straw-colored" serous drainage were reported. The pump and catheter were removed. A small piece of the catheter was left in the right flank of the patient. No further complications were reported.